Event description:
It was reported that the tip was getting hot. Patient impact was unknown. No revision/medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 10/17/2016. The investigation included: method: device history review; trend analysis; evaluation of product. Results: DHR review was completed for selector handpiece 1523000m7 serial number (B)(4), tip number 007kc, no non-conformance reports were raised during the manufacturing process for this handpiece. A minimum of 12 months¿ review was completed in complaint management system for 1523000m7 selector handpiece using the following key word ¿overheating¿ and a root cause ¿faulty handle assembly¿ in the search criteria. This review encompassed dates 15-aug-2015 to 05-oct-2016. Five complaints contained the search criteria. The complaint rate for the reported incident is calculated as (B)(4). During investigation, it was observed that the handpiece was getting hot due to intermittent power caused by faulty handle assembly. As part of the repair, the handle assembly was replaced (new sn: (B)(4)) and the selector handpiece was functionally tested to specifications prior to being returned to customer. Conclusion: customer complaint was confirmed. Root cause determined to be faulty handle assembly. No corrective/preventative action is deemed necessary as no trend has been identified.